Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon of the device ruptured. Photo attached.

Manufacturer narrative:
"The device had to be replaced." In the event description. Also added 4629 device revision or replacement to section h6 health effect impact code.

Event description:
The customer reported that the balloon of the device ruptured. The device had to be replaced.

Manufacturer narrative:
Investigation findings - 4247: undetermined. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported defect from customer complaint. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No physical sample was available for evaluation however one (1) photo was provided for review. The rupture of the balloon was observed through the photo. A corrective and preventive action was opened to further investigation this issue, determine the root cause and initiate any actions, if needed. This complaint will be used for tracking and trending purposes.